Event description:
No additional event information

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 15 october 2018, the device was noted to have not been previously repaired. The reported event was confirmed by the service technicians who evaluated the device. On 15 october 2018, it was reported from epworth geelong hospital that the screw for the blade on a dermatome was missing. The customer returned a zimmer air dermatome, serial number 111431, as well as its four width plates and its hose for evaluation. Evaluation of the device on 15 october 2018 found that one of the width plate screws were missing and that there was a missing pin from the hose coupling. The device was to be sent to zimmer taiwan for further evaluation and repair. The device was inspected prior to repair on 30 november 2018 and was found to be out of side to side calibration at all four settings. It was noted that the motor, reciprocating arm, multiple bearings, a seal, an o-ring, width plate screws, an external e-ring, and the swivel were defective. Repair of the device occurred on 3 december 2018 and included replacing the defective components and missing width plate screw, recalibrating the device and overhauling the hose. The dermatome was then tested and verified to be functioning as intended and was returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number 300152224 on 15 october 2018 while the service technicians confirmed that the device was missing a width plate screw, it cannot be determined from the information provided what caused the width plate screw to go missing in the first place. Therefore, a specific root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw for the blades were missing. The issue occurred during decontamination or sterile processing. Subsequently this did not cause patient harm and there was no delay. No adverse events have been reported as a result of this malfunction.